Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was flown in from an unknown destination, then transported in an ambulance where the patient was intubated after losing consciousness before arriving to the hospital. The patient had low flow alarms (with flow less than or equal to 1.5l) with no pump running light illuminated for greater than 114 minutes. The patient had multiple automatic implantable cardioverter defibrillator (aicd) shocks in the field for ventricular fibrillation and chest compressions in an outside hospital. The patient's mean arterial pressure (map) was in the 60s, blood pressure was 92/53, heart rate 59, and the patient had no palpable pulse. The pump seemed to be functioning due to the parameters displayed on the controller display window. The patient was not dopplered in the field. Auscultations were performed when the patient arrived to the hospital and the pump was functioning. The team speculated a thrombus and/or low volume due to ventricular fibrillation caused by electrolyte imbalance. The patient's potassium was 2.9 with dehydration, and supratherapeutic international normalized ratio (inr) was 3.0 on (B)(6) 2022. On (B)(6) 2022 the patient started having seizures and was started on keppra (levetiracetam). An electroencephalogram (eeg) was performed. The patient's eyes were fixed to the right but pupils were equal and reactive. The patient was too unstable for a computed tomography (CT). Echocardiogram was performed that showed severe biventricular failure, ldh was doubled, and kidneys were in acute failure. Log file analysis showed a reduction of flow on (B)(6) 2022 and following the initial low flow event there were consistent pulsatility index (pi) events, a set speed change and transient low flow estimates but otherwise there were no abnormalities seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information stated that the patient passed away on (B)(6) 2022 due to an anoxic brain injury status post cardiac arrest. The patient was declared to have a severe neurological injury early on. The family withdrew care.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. In addition, the report of suspected thrombus could not be confirmed through this evaluation, as no images were submitted and the pump was not returned for evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. The submitted controller event log file captured sustained and transient low flow hazard alarms on (B)(6) 2022. The system appeared to operate as intended at the set speed for the duration of the file. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, other neurological event (not stroke-related, pump thrombosis, hemolysis, renal dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 6, (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 lists arrhythmia, thromboembolism, and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.